Event description:
During the lysis procedure, a distal portion of the amplatz super guidewire broke and separated. The physician made repeated attempts to break up adhesions in a pleural space when a loop in the wire was observed. The wire subsequently fractured and a portion remained in the pt. The pt's pulmonologist elected to leave the wire segment in the pt. The pt's condition was reported to be "fine."